Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: we were notified of a complaint from a customer stating 1 ea of extension set mp5303-c was defective due to the connector becoming disconnected from the line while assembling to flush. No injury was reported, but the incident required extension set mp5303-c to be replaced. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. 1 ea of extension set mp5303-c was obtained for patient use and while assembling the int pigtail to flush the int hub disconnected from the line, defective line no injury was reported but the incident required extension set mp5303-c to be replaced. If it is indicated that a sample is available please provide shipping instructions within 30 days or the sample will be disposed of. Sample received: no, neither a sample nor a picture were received.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: we were notified of a complaint from a customer stating 1 ea of extension set mp5303-c was defective due to the connector becoming disconnected from the line while assembling to flush. No injury was reported, but the incident required extension set mp5303-c to be replaced. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. 1 ea of extension set mp5303-c was obtained for patient use and while assembling the int pigtail to flush the int hub disconnected from the line, defective line no injury was reported but the incident required extension set mp5303-c to be replaced. If it is indicated that a sample is available please provide shipping instructions within 30 days or the sample will be disposed of. Sample received: no, neither a sample nor a picture were received.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-jul-2023. H6: investigation summary 10 samples were received and tested by our quality team. One set did not have the maxplus connector attached. The sets were all tested for leaks (infusion of saline) and pull tested to force separation but no failures were realized. The maxplus connectors were able to unscrew on 8 of the 9 sets it was attached to and very difficult to unscrew on only one. This verified the customer's complaint. The manufacturing plant was notified of this incident. The manufacturing team clarified that the maxplus is not glued or permanently fixed to the male luer of connecting tubing. This allows a user to remove the connector if necessary. The maxplus' ability to unscrew does not constitute a failure and the root cause is due to normal device function. A device history record review for model mp5303-c lot number 22079003 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this.